Event description:
The initial reporter stated they received discrepant results for one patient sample tested with urea/bun on a cobas 8000 c702 module. The sample initially resulted in a bun value of 7 mg/dl and this value was reported outside of the laboratory. The user repeated the sample due to a laboratory delta check flag. The sample was repeated on a second analyzer, resulting in a value of 67.0 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the c 702 analyzer is (B)(6). The field service engineer replaced a regulator for the rinse valve assembly because it was not adjusting. Diaphragm seals were also replaced. Rinse levels and vacuum were adjusted. The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable. A review of alarm trace data showed abnormal probe aspiration, sample foam detection, and sample clot detection alarms. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.